Event description:
A customer contacted stryker to report that their device gave "connect cable" message. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Catalog # of this MDR indicates: unk_smp. Catalog # of this MDR should indicate: 99402-000020. Lot serial code of this MDR indicates: n. Lot serial code of this MDR should indicate: s. A third-party service agent performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Section h10 additional mfg narrative of the initial medwatch report indicated: a third-party service agent performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Section h10 additional mfg narrative of the initial medwatch report should indicate: a third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing coin battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue was determined to be due to the internal coin cell battery.

Event description:
A customer contacted stryker to report that their device gave "connect cable" message. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.